Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_cath, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Gerszten, p.c., albright, a.l., johnstone, g.f. Intrathecal baclofen infusion and subsequently orthopedic surgery in patients with spastic cerebral palsy. Journal of neurosurgery. 1998. 88:1009-1013. Summary: intrathecal baclofen infusion (ibi) is an effective treatment for spasticity secondary to cerebral palsy (cp). Object. To assess the need for orthopedic surgery of the lower extremities in such cases, the authors retrospectively reviewed the outcome in 48 patients with spastic cp who were treated with ibi. Reported events: eleven patients (23%) with spastic cp (cerebral palsy) receiving baclofen via an implantable infusion pump required a revision of the their pump for malfunction secondary to catheter-related problems, including catheter fracture and catheter dislocation.